Event description:
Additional information was received from a healthcare professional. It was reported that the patient had a nonfunctioning spine stimulator over the right anterior abdominal wall with pain. The stimulator had not really worked and had been disconnected, but the stimulator was still causing discomfort of the abdomen. Treatment options were discussed and the patient elected to have a removal of the stimulator. The patient was brought into the operating room and placed on the operating table in the supine position. After adequate anesthesia was induced, the anterior abdomen was prepped and draped in a sterile manner. An incision was made overlying the previous scar over the right abdomen and the previous incision was opened. Dissection was carried down through the skin and subcutaneous tissue. The capsule for the spine stimulator was identified and dissection was carried out circumferentially around the capsule. The spinal stimulator and the associated capsule were removed in a single unit. The associated wires were also removed. There was noted to be a moderately sized dead space. A 15 french blake drain was placed in the bed of the wound and brought out through a lateral stab wound and sutured into position. The wound was irrigated with antibiotic solution. Hemostasis was achieved. The incision was then closed in two layers using 3-0 monocryl deep dermal sutures followed by a 4-0 monocryl subcuticular closure. Once the incision was closed steri-strips and a dry gauze dressing were applied. The patient tolerated the procedure well.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 3888-28, lot# l34355, implanted: (B)(6) 1994, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs). It was reported that the patient's stimulation system was removed five or six years prior to (B)(6) 2016 during a back surgery and that it hadn't worked in fifteen years anyway. The patient stated that it did work originally "I guess". The issue began in 2001.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.